Manufacturer narrative:
Manufacturer is in process of gathering additional information regarding the adverse event and is working with the distributor who reported this incident to obtain this information from the end user. Manufacturer has also requested return of the device that failed and return of any unused devices from that lot that the end user may have for further analysis and testing to determine a possible root cause of the failure. Updates regarding this incident will be submitted when available.

Event description:
Distributor reported an adverse event on (B)(6) 2014 regarding injury to pt during a procedure injecting botulinum toxin into a pt's neck. This procedure was performed by a medical doctor in (B)(6). The needle broke during this procedure and required surgical removal. No other information has been made available regarding details of the event such as: who the initial reporter is (physician), details on the condition of the pt, how serious the injury was, or when and where (which medical facility) the event occurred.